Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration/migration of essure device: right side is in my myometrium"), device expulsion ("device on right side migrated towards uterus/malposition of essure device: right side myometrium/migration of essure device: right side is in my myometrium"), abdominal pain ("cramping"), pregnancy with contraceptive device ("pregnant/ post-implant pregnancy/pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 6, para 5) who had essure (ess205) (batch no. 12267472, 12259784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included parity 5 ((B)(6) 1990, (B)(6) 1993, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006), condom, multigravida and c-section. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included candida infection, uti, dysuria, uterine fibroid, uterine bleeding, nabothian cyst and vaginal discharge. Concomitant products included acetylsalicylic acid (aspirin) since 2017, cholecalciferol (vitamin d3), losartan and metronidazole since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain/pelvic pain"), tooth disorder ("dental problems"), fatigue ("fatigue/fatigue"), alopecia ("hair loss"), weight increased ("weight gain/weight gain"), mood swings ("hormonal changes: mood swings"), bacterial infection ("infection (bladder/urinary tract/vaginal): bacterial infection"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: "), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), menstrual disorder ("menstruation issues"), cyst ("cyst"), abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant), visual impairment ("vision/eye problems"), weight decreased ("weight gain/loss"), abdominal pain lower ("lower right abdominal pain/left lower abdominal pain") and muscle spasms ("leg cramps/arm cramp"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with vitamins and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, abdominal pain, pregnancy with contraceptive device, menstrual disorder, cyst, abdominal distension, vaginal haemorrhage, genital haemorrhage, tooth disorder, dyspareunia, fatigue, alopecia, weight increased, mood swings, bacterial infection, mental disorder, rash, vaginal discharge, visual impairment, weight decreased, abdominal pain lower, muscle spasms, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2006. The reporter provided no causality assessment for abdominal distension, abdominal pain, cyst and device expulsion with essure (ess205). The reporter considered abdominal pain lower, alopecia, anxiety, bacterial infection, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device.most of the symptoms improved. Diagnostic results: failure to occlude close) fallopian tube(s), concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal distention, abdominal pain lower, device expulsion, quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective (applies only for mother case ae #(B)(4)). Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs received. Depression and anxiety were added. Patient's medical history was added. Outcome of the events were updated. On 22-jun-2018: mr received. Patient's medical history was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration/migration of essure device: right side is in my myometrium"), device expulsion ("device on right side migrated towards uterus/malposition of essure device: right side myometrium/migration of essure device: right side is in my myometrium"), abdominal pain ("cramping"), pregnancy with contraceptive device ("pregnant/ post-implant pregnancy/pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 6, para 5) who had essure (ess205) (batch no. 12267472, 12259784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included parity 5 ((B)(6) 1990, (B)(6) 1993, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006), condom, multigravida and c-section. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included candida infection, uti, dysuria, uterine fibroid, uterine bleeding, nabothian cyst and vaginal discharge. Concomitant products included acetylsalicylic acid (aspirin) since 2017, colecalciferol (vitamin d3), losartan and metronidazole since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain/pelvic pain"), tooth disorder ("dental problems"), fatigue ("fatigue/fatigue"), alopecia ("hair loss"), weight increased ("weight gain/weight gain"), mood swings ("hormonal changes: mood swings"), bacterial infection ("infection (bladder/urinary tract/vaginal): bacterial infection"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: "), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression and mentalanguish") and anxiety ("psychological or psychiatric problems condition: depression and mentalanguish"). In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), menstrual disorder ("menstruation issues"), cyst ("cyst"), abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant), visual impairment ("vision/eye problems"), weight decreased ("weight gain/loss"), abdominal pain lower ("lower right abdominal pain/left lower abdominal pain") and muscle spasms ("leg cramps/arm cramp"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with vitamins and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, abdominal pain, pregnancy with contraceptive device, menstrual disorder, cyst, abdominal distension, vaginal haemorrhage, genital haemorrhage, tooth disorder, dyspareunia, fatigue, alopecia, weight increased, mood swings, bacterial infection, mental disorder, rash, vaginal discharge, visual impairment, weight decreased, abdominal pain lower, muscle spasms, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2006. The reporter provided no causality assessment for abdominal distension, abdominal pain, cyst and device expulsion with essure (ess205). The reporter considered abdominal pain lower, alopecia, anxiety, bacterial infection, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device.most of the symptoms improved. Diagnostic results: failure to occlude close) fallopian tube(s), concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal distention, abdominal pain lower, device expulsion, lot number: 12259784 manufacture date: 2004/04 expiration date: 2005/09. Lot number: 12267472 manufacture date: 2004/08 expiration date: 2006/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063254) on 19-jul-2016. The most recent information was received on 08-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/migration of essure device: right side is in my myometrium'), device expulsion ('device on right side migrated towards uterus/malposition of essure device: right side myometrium/migration of essure device: right side is in my myometrium/ migration of essure device location of device: endometrial canal') and abdominal pain ('cramping') in a 37-year-old female patient who had essure (ess205) (batch no. 12267472,12259784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test" and device ineffective "device ineffective". The patient's medical history included placenta previa in 1993, parity 5 (B)(6) 1990, (B)(6) 1993, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, condom, multigravida, c-section, breech delivery, miscarriage, glaucoma and anemia. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included candida infection, uti, dysuria, uterine fibroid, uterine bleeding, nabothian cyst and vaginal discharge. Concomitant products included acetylsalicylic acid (aspirin) since 2017, cholecalciferol (vitamin d3), losartan and metronidazole since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced fatigue ("fatigue/fatigue") and urinary tract infection ("infection type: uti"), 4 months 29 days after insertion of essure (ess205). In 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain/pelvic pain"), tooth loss ("dental problems:tooth loss"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), bacterial infection ("infection (bladder/urinary tract/vaginal): bacterial infection"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: "), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mentalanguish") and was found to have a pregnancy with contraceptive device ("pregnant/ post-implant pregnancy/pregnancy (with complications)"). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), menstrual disorder ("menstruation issues"), cyst ("cyst"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding (general)"), visual impairment ("vision/eye problems"), abdominal pain lower ("lower right abdominal pain/left lower abdominal pain"), muscle spasms ("leg cramps/arm cramp") and arthralgia ("joint pain ") and was found to have weight decreased ("weight gain/loss"). The patient was treated with duloxetine hydrochloride (cymbalta), vitamins nos, hysterectomy with bilateral salpingectomy and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, abdominal pain, pregnancy with contraceptive device, menstrual disorder, cyst, abdominal distension, vaginal haemorrhage, genital haemorrhage, tooth loss, dyspareunia, fatigue, alopecia, weight increased, mood swings, bacterial infection, mental disorder, rash, vaginal discharge, visual impairment, weight decreased, abdominal pain lower, muscle spasms, depression, anxiety, urinary tract infection and arthralgia outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2006. The reporter provided no causality assessment for abdominal distension, abdominal pain, cyst and device expulsion with essure (ess205). The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, bacterial infection, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device. Most of the symptoms improved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Failure to occlude close) fallopian tube(s), lot number: 12259784, manufacture date: 2004-04, expiration date: 2005-09. Lot number: 12267472, manufacture date: 2004-08, expiration date: 2006-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration/migration of essure device: right side is in my myometrium"), device expulsion ("device on right side migrated towards uterus/malposition of essure device: right side myometrium/migration of essure device: right side is in my myometrium"), abdominal pain ("cramping"), pregnancy with contraceptive device ("pregnant/ post-implant pregnancy/pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 6, para 5) who had essure (ess205) (batch no. 12267472, 12259784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included parity 5 ((B)(6) 1990, (B)(6) 1993, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006), condom, gravida and c-section. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included candida infection, uti, dysuria, uterine fibroid and uterine bleeding. Concomitant products included acetylsalicylic acid (aspirin) since 2017, colecalciferol (vitamin d3), losartan and metronidazole since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), bacterial infection ("infection (bladder/urinary tract/vaginal): bacterial infection"), mental disorder ("psychological or psychiatric problems") and rash ("rashes or skin conditions type: "). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), menstrual disorder ("menstruation issues"), cyst ("cyst"), abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), weight decreased ("weight gain/loss"), abdominal pain lower ("lower right abdominal pain/left lower abdominal pain") and muscle spasms ("leg cramps/arm cramp"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with vitamins and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, abdominal pain, pregnancy with contraceptive device, pelvic pain, menstrual disorder, cyst, abdominal distension, vaginal haemorrhage, menorrhagia, genital haemorrhage, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, weight increased, mood swings, bacterial infection, mental disorder, rash, vaginal discharge, visual impairment, weight decreased, abdominal pain lower and muscle spasms outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2006. The reporter provided no causality assessment for abdominal distension, abdominal pain, cyst and device expulsion with essure (ess205). The reporter considered abdominal pain lower, alopecia, bacterial infection, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device. Most of the symptoms improved. Diagnostic results: failure to occlude close) fallopian tube(s), concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal distention quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective (applies only for mother case (B)(4)). Most recent follow-up information incorporated above includes: on 6-apr-2018: pfs and mr received. Events per pfs: abnormal bleeding (general), dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes: weight gain, mood swings; infection (bladder/urinary tract/vaginal): bacterial infection, malposition of essure device: right side myometrium, migration of essure device: right side is in my myometrium, pain, psychological or psychiatric problems, rashes or skin conditions, tubal ligation, surgery (other), vaginal discharge, vision/eye problems, weight gain/loss, abdominal pain lower and muscle cramps were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration/migration of essure device: right side is in my myometrium"), device expulsion ("device on right side migrated towards uterus/malposition of essure device: right side myometrium/migration of essure device: right side is in my myometrium/ migration of essure device location of device: endometrial canal"), abdominal pain ("cramping"), pregnancy with contraceptive device ("pregnant/ post-implant pregnancy/pregnancy (with complications)") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient (gravida 6, para 5) who had essure (ess205) (batch no. 12267472, 12259784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included parity 5 (B)(6) 2006, condom, multigravida, c-section, breech delivery, miscarriage, glaucoma, anemia and placenta previa in 1993. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included candida infection, uti, dysuria, uterine fibroid, uterine bleeding, nabothian cyst and vaginal discharge. Concomitant products included acetylsalicylic acid (aspirin) since 2017, colecalciferol (vitamin d3), losartan and metronidazole since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, 4 months 29 days after insertion of essure (ess205), the patient experienced fatigue ("fatigue/fatigue") and urinary tract infection ("infection type: uti"). In 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/pain/pelvic pain"), tooth disorder ("dental problems"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), bacterial infection ("infection (bladder/urinary tract/vaginal): bacterial infection"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: "), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression and mentalanguish") and anxiety ("psychological or psychiatric problems condition: depression and mentalanguish"). On 5-(B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient experienced weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and intervention required), menstrual disorder ("menstruation issues"), cyst ("cyst"), abdominal distension ("bloating"), genital haemorrhage (seriousness criterion medically significant), visual impairment ("vision/eye problems"), weight decreased ("weight gain/loss"), abdominal pain lower ("lower right abdominal pain/left lower abdominal pain") and muscle spasms ("leg cramps/arm cramp"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with vitamins and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, abdominal pain, pregnancy with contraceptive device, menstrual disorder, cyst, abdominal distension, vaginal haemorrhage, genital haemorrhage, tooth disorder, dyspareunia, fatigue, alopecia, weight increased, mood swings, bacterial infection, mental disorder, rash, vaginal discharge, visual impairment, weight decreased, abdominal pain lower, muscle spasms, depression, anxiety and urinary tract infection outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea was resolving. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2006. The reporter provided no causality assessment for abdominal distension, abdominal pain, cyst and device expulsion with essure (ess205). The reporter considered abdominal pain lower, alopecia, anxiety, bacterial infection, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device.most of the symptoms improved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Failure to occlude close) fallopian tube(s), concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal distention, abdominal pain lower, device expulsion, lot number: 12259784 manufacture date: 2004/04 expiration date: 2005/09 lot number: 12267472 manufacture date: 2004/08 expiration date: 2006/01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event urinary tract infection was added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063254) on 19-jul-2016. The most recent information was received on 03-sep-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/migration of essure device: right side is in my myometrium'), device expulsion ('device on right side migrated towards uterus/malposition of essure device: right side myometrium/migration of essure device: right side is in my myometrium/ migration of essure device location of device: endometrial canal') and abdominal pain ('cramping') in a 37-year-old female patient who had essure (ess205) (batch no. 12267472,12259784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test" and device ineffective "device ineffective". The patient's medical history included placenta previa in 1993, parity 5 ((B)(6) 1990, (B)(6) 1993, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006), condom, multigravida, c-section, breech delivery, miscarriage, glaucoma and anemia. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included candida infection, uti, dysuria, uterine fibroid, abnormal uterine bleeding, nabothian cyst and vaginal discharge. Concomitant products included acetylsalicylic acid (aspirin) since 2017, colecalciferol (vitamin d3), losartan and metronidazole since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced fatigue ("fatigue/fatigue") and urinary tract infection ("infection type: uti"), 5 months 5 days after insertion of essure (ess205). In 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain/pelvic pain"), tooth loss ("dental problems:tooth loss"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), bacterial infection ("infection (bladder/urinary tract/vaginal): bacterial infection"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: "), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression and mentalanguish") and anxiety ("psychological or psychiatric problems condition: depression and mentalanguish") and was found to have a pregnancy with contraceptive device ("pregnant/ post-implant pregnancy/pregnancy (with complications)"). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), menstrual disorder ("menstruation issues"), cyst ("cyst"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding (general)"), visual impairment ("vision/eye problems"), abdominal pain lower ("lower right abdominal pain/left lower abdominal pain"), muscle spasms ("leg cramps/arm cramp") and arthralgia ("joint pain/hip pain") and was found to have weight decreased ("weight gain/loss"). The patient was treated with duloxetine hydrochloride (cymbalta), vitamins nos, hysterectomy with bilateral salpingectomy and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, abdominal pain, pregnancy with contraceptive device, menstrual disorder, cyst, abdominal distension, vaginal haemorrhage, genital haemorrhage, tooth loss, dyspareunia, fatigue, alopecia, weight increased, mood swings, bacterial infection, mental disorder, rash, visual impairment, weight decreased, abdominal pain lower, muscle spasms, depression, anxiety and arthralgia outcome was unknown, the pelvic pain, vaginal discharge and urinary tract infection had resolved and the heavy menstrual bleeding and dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2006. The reporter provided no causality assessment for abdominal distension, abdominal pain, cyst and device expulsion with essure (ess205). The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, bacterial infection, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, mental disorder, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device.most of the symptoms improved. Patient received treatment pain, migration, urinary, bladder problem. Discrepancy noted: date(s) of insertion: (B)(6) 2005 (previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Failure to occlude close) fallopian tube(s), lot number: 12259784, manufacturing date: 2004-06, and expiration date: 2005-09. Lot number: 12267472, manufacturing date: 2004-11, and expiration date: 2006-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063254) on 19-jul-2016. The most recent information was received on 30-aug-2021. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/migration of essure device: right side is in my myometrium'), device expulsion ('device on right side migrated towards uterus/malposition of essure device: right side myometrium/migration of essure device: right side is in my myometrium/ migration of essure device location of device: endometrial canal') and abdominal pain ('cramping') in a 37-year-old female patient who had essure (ess205) (batch no. 12267472,12259784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test" and device ineffective "device ineffective". The patient's medical history included placenta previa in 1993, parity 5 ((B)(6) 1990, (B)(6) 1993, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006), condom, multigravida, c-section, breech delivery, miscarriage, glaucoma and anemia. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included candida infection, uti, dysuria, uterine fibroid, abnormal uterine bleeding, nabothian cyst and vaginal discharge. Concomitant products included acetylsalicylic acid (aspirin) since 2017, colecalciferol (vitamin d3), losartan and metronidazole since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced fatigue ("fatigue/fatigue") and urinary tract infection ("infection type: uti"), 5 months 5 days after insertion of essure (ess205). In 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain/pelvic pain"), tooth loss ("dental problems:tooth loss"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), bacterial infection ("infection (bladder/urinary tract/vaginal): bacterial infection"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: "), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression and mentalanguish") and anxiety ("psychological or psychiatric problems condition: depression and mentalanguish") and was found to have a pregnancy with contraceptive device ("pregnant/ post-implant pregnancy/pregnancy (with complications)"). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), menstrual disorder ("menstruation issues"), cyst ("cyst"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding (general)"), visual impairment ("vision/eye problems"), abdominal pain lower ("lower right abdominal pain/left lower abdominal pain"), muscle spasms ("leg cramps/arm cramp") and arthralgia ("joint pain/hip pain") and was found to have weight decreased ("weight gain/loss"). The patient was treated with duloxetine hydrochloride (cymbalta), vitamins nos, hysterectomy with bilateral salpingectomy and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, abdominal pain, pregnancy with contraceptive device, menstrual disorder, cyst, abdominal distension, vaginal haemorrhage, genital haemorrhage, tooth loss, dyspareunia, fatigue, alopecia, weight increased, mood swings, bacterial infection, mental disorder, rash, visual impairment, weight decreased, abdominal pain lower, muscle spasms, depression, anxiety and arthralgia outcome was unknown, the pelvic pain, vaginal discharge and urinary tract infection had resolved and the heavy menstrual bleeding and dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2006. The reporter provided no causality assessment for abdominal distension, abdominal pain, cyst and device expulsion with essure (ess205). The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, bacterial infection, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, mental disorder, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device.most of the symptoms improved. Patient received treatment pain, migration, urinary, bladder problem. Discrepancy noted: date(s) of insertion: (B)(6) 2005 (previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Failure to occlude close) fallopian tube(s), lot number: 12259784, manufacturing date: 2004-06, and expiration date: 2005-09. Lot number: 12267472, manufacturing date: 2004-11, and expiration date: 2006-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/migration of essure device: right side is in my myometrium'), device expulsion ('device on right side migrated towards uterus/malposition of essure device: right side myometrium/migration of essure device: right side is in my myometrium/ migration of essure device location of device: endometrial canal') and abdominal pain ('cramping') in a 37-year-old female patient who had essure (ess205) (batch no. 12267472,12259784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test" and device ineffective "device ineffective". The patient's medical history included placenta previa in 1993, parity 5 ((B)(6) 1990, (B)(6) 1993, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006), condom, multigravida, c-section, breech delivery, miscarriage, glaucoma and anemia. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included candida infection, uti, dysuria, uterine fibroid, uterine bleeding, nabothian cyst and vaginal discharge. Concomitant products included acetylsalicylic acid (aspirin) since 2017, colecalciferol (vitamin d3), losartan and metronidazole since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced fatigue ("fatigue/fatigue") and urinary tract infection ("infection type: uti"), 5 months 5 days after insertion of essure (ess205). In 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain/pelvic pain"), tooth loss ("dental problems:tooth loss"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), bacterial infection ("infection (bladder/urinary tract/vaginal): bacterial infection"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: "), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression and mentalanguish") and anxiety ("psychological or psychiatric problems condition: depression and mentalanguish") and was found to have a pregnancy with contraceptive device ("pregnant/ post-implant pregnancy/pregnancy (with complications)"). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), menstrual disorder ("menstruation issues"), cyst ("cyst"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding (general)"), visual impairment ("vision/eye problems"), abdominal pain lower ("lower right abdominal pain/left lower abdominal pain"), muscle spasms ("leg cramps/arm cramp") and arthralgia ("joint pain ") and was found to have weight decreased ("weight gain/loss"). The patient was treated with duloxetine hydrochloride (cymbalta), vitamins nos, hysterectomy with bilateral salpingectomy and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, abdominal pain, pregnancy with contraceptive device, menstrual disorder, cyst, abdominal distension, vaginal haemorrhage, genital haemorrhage, tooth loss, dyspareunia, fatigue, alopecia, weight increased, mood swings, bacterial infection, mental disorder, rash, visual impairment, weight decreased, abdominal pain lower, muscle spasms, depression, anxiety and arthralgia outcome was unknown, the pelvic pain, vaginal discharge and urinary tract infection had resolved and the menorrhagia and dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2006. The reporter provided no causality assessment for abdominal distension, abdominal pain, cyst and device expulsion with essure (ess205). The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, bacterial infection, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device.most of the symptoms improved. Patient received treatment pain, migration, urinary, bladder problem. Discrepancy noted: date(s) of insertion: (B)(6) 2005 (previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Failure to occlude close) fallopian tube(s), quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome updated for events pelvic pain, uti, vaginal discharge, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 19-jul-2016. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/migration of essure device: right side is in my myometrium'), device expulsion ('device on right side migrated towards uterus/malposition of essure device: right side myometrium/migration of essure device: right side is in my myometrium/ migration of essure device location of device: endometrial canal') and abdominal pain ('cramping') in a 37-year-old female patient who had essure (ess205) (batch no. 12267472,12259784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test" and device ineffective "device ineffective". The patient's medical history included placenta previa in 1993, parity 5 (B)(6) 1990, (B)(6) 1993, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006), condom, multigravida, c-section, breech delivery, miscarriage, glaucoma and anemia. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included candida infection, uti, dysuria, uterine fibroid, uterine bleeding, nabothian cyst and vaginal discharge. Concomitant products included acetylsalicylic acid (aspirin) since 2017, colecalciferol (vitamin d3), losartan and metronidazole since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced fatigue ("fatigue/fatigue") and urinary tract infection ("infection type: uti"), 4 months 29 days after insertion of essure (ess205). In 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain/pelvic pain"), tooth loss ("dental problems:tooth loss"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), bacterial infection ("infection (bladder/urinary tract/vaginal): bacterial infection"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: "), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression and mentalanguish") and anxiety ("psychological or psychiatric problems condition: depression and mentalanguish") and was found to have a pregnancy with contraceptive device ("pregnant/ post-implant pregnancy/pregnancy (with complications)"). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), menstrual disorder ("menstruation issues"), cyst ("cyst"), abdominal distension ("bloating"), genital haemorrhage ("abnormal bleeding (general)"), visual impairment ("vision/eye problems"), abdominal pain lower ("lower right abdominal pain/left lower abdominal pain"), muscle spasms ("leg cramps/arm cramp") and arthralgia ("joint pain ") and was found to have weight decreased ("weight gain/loss"). The patient was treated with duloxetine hydrochloride (cymbalta), vitamins nos, hysterectomy with bilateral salpingectomy and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the embedded device, device expulsion, abdominal pain, pregnancy with contraceptive device, menstrual disorder, cyst, abdominal distension, vaginal haemorrhage, genital haemorrhage, tooth loss, dyspareunia, fatigue, alopecia, weight increased, mood swings, bacterial infection, mental disorder, rash, vaginal discharge, visual impairment, weight decreased, abdominal pain lower, muscle spasms, depression, anxiety, urinary tract infection and arthralgia outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2006. The reporter provided no causality assessment for abdominal distension, abdominal pain, cyst and device expulsion with essure (ess205). The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, bacterial infection, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, mental disorder, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device. Most of the symptoms improved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Failure to occlude close) fallopian tube(s), quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter and event joint pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5063254) on 19-jul-2016. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/migration of essure device: right side is in my myometrium'), device expulsion ('device on right side migrated towards uterus/malposition of essure device: right side myometrium/migration of essure device: right side is in my myometrium/ migration of essure device location of device: endometrial canal') and abdominal pain ('cramping') in a 37-year-old female patient who had essure (ess205) (batch no. 12267472, 12259784) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test" and device ineffective "device ineffective". The patient's medical history included placenta previa in 1993, parity 5 (B)(6) 1990, (B)(6) 1993, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006), condom, multigravida, c-section, breech delivery, miscarriage, glaucoma and anemia. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included candida infection, uti, dysuria, uterine fibroid, uterine bleeding, nabothian cyst and vaginal discharge. Concomitant products included acetylsalicylic acid (aspirin) since 2017, cholecalciferol (vitamin d3), losartan and metronidazole since 2017. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced fatigue ("fatigue/fatigue") and urinary tract infection ("infection type: uti"), 4 months 29 days after insertion of essure (ess205). In 2005, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain/pelvic pain"), tooth loss ("dental problems:tooth loss"), alopecia ("hair loss"), mood swings ("hormonal changes: mood swings"), bacterial infection ("infection (bladder/urinary tract/vaginal): bacterial infection"), mental disorder ("psychological or psychiatric problems"), rash ("rashes or skin conditions type: "), vaginal discharge ("vaginal discharge"), depression ("psychological or psychiatric problems condition: depression and mentalanguish") and anxiety ("psychological or psychiatric problems condition: depression and mentalanguish") and was found to have a pregnancy with contraceptive device ("pregnant/ post-implant pregnancy/pregnancy (with complications)"). On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2006, the patient was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criterion hospitalization), menstrual disorder ("menstruation issues"), cyst ("cyst"), abdominal distension ("bloating"), genital hemorrhage ("abnormal bleeding (general)"), visual impairment ("vision/eye problems"), abdominal pain lower ("lower right abdominal pain/left lower abdominal pain") and muscle spasms ("leg cramps/arm cramp") and was found to have weight decreased ("weight gain/loss"). The patient was treated with vitamins nos, surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, abdominal pain, pregnancy with contraceptive device, menstrual disorder, cyst, abdominal distension, vaginal hemorrhage, genital hemorrhage, tooth loss, dyspareunia, fatigue, alopecia, weight increased, mood swings, bacterial infection, mental disorder, rash, vaginal discharge, visual impairment, weight decreased, abdominal pain lower, muscle spasms, depression, anxiety and urinary tract infection outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2006. The reporter provided no causality assessment for abdominal distension, abdominal pain, cyst and device expulsion with essure (ess205). The reporter considered abdominal pain lower, alopecia, anxiety, bacterial infection, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital hemorrhage, menorrhagia, menstrual disorder, mental disorder, mood swings, muscle spasms, pelvic pain, pregnancy with contraceptive device, rash, tooth loss, urinary tract infection, vaginal discharge, vaginal hemorrhage, visual impairment, weight decreased and weight increased to be related to essure (ess205). The reporter commented: plaintiff underwent treatment due to complications from the essure device.most of the symptoms improved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Failure to occlude close) fallopian tube(s). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding, abdominal distention, abdominal pain lower, device expulsion, concerning the injuries reported in this case, the following ones were reported via social media : uterine pain. Lot number: 12259784. Manufacture date: 2004/04. Expiration date: 2005/09. Lot number: 12267472. Manufacture date: 2004/08. Expiration date: 2006/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter information added. Event dental problems updated to :tooth loss. On 20-mar-2020: social media content received: reporter added. Fu 11 and 12 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.